Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor insertion date and location were not provided. The patient was at her endocrinologist¿s office on (B)(6) 2020 when she experienced a hypoglycemic event. Her cgm was 83 mg/dl but her bg was 32 mg/dl. Unspecified treatment was provided, and she was monitored for 90 minutes until her bg increased to 60 mg/dl. She stated that her receiver had not alerted her that she was low; however, her low alert setting was 60 mg/dl. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.